Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 300 (mg/dl). A pump bolus was delivered to address bg levels. Reportedly, the customer attributed their elevated bg levels to bolusing incorrectly and incorrectly calculating their carbohydrates, as well as not knowing when to deliver an extended bolus. Therefore, the customer declined to complete any troubleshooting with tandem technical support. Customer was reminded how the pump calculates a bolus and it was recommended that the customer contact their health care provider for diabetes management.